Manufacturer narrative:
The manufacturer previously reported information received alleging a ventilator inoperative condition occurred. There was no harm or injury reported. During the evaluation of the device at the third-party service center, a ventilator inoperative error was not duplicated. There are no critical errors documented from the device's event log. The device passed all functional tests. Additionally, the device's particulate filter, cooling fan assembly, fan retainer, and muffler assembly need to be replaced due to dust contamination. The device's air inlet foam filter needs replaced for maintenance. Tubing-system pca, tubing-blower chassis, tubing-fio2, and tubing-low flow o2 need to be replaced due to all hoses contaminated for saline solution. The device has been serviced, inspected, tested, and met acceptance criteria in accordance with all the applicable customer requirements.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.